Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during set change. Customer also mentioned that the insulin pump was making a weird noise while priming. Customer's blood glucose reading at the time of the call was 170 mg/dl and has treated with a manual injection. It was noted that the customer has been experiencing high blood glucose readings. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.